Event description:
It was reported that the customer experienced a bubble at the end of the reservoir. The customer's blood glucose was 8.3 mmol/l. The customer stated that the bubble was past the black o-ring. Advised customer to replace the reservoir and that a replacement reservoir would be sent. The customer attempted to remove the bubbles, but the bubbles would keep coming back behind the black o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.